Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was not reported to the physician. Repeat runs of the same sample recovered elevated results. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the possible cause for the falsely depressed troponin I result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.